Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a texium leak approximately 30 minutes after the initiation of a cytarabine chemotherapy infusion. There was no report of patient or nurse harm.

Manufacturer narrative:
The customer¿s report of leaking from a texium valve that was connected to a secondary set was not confirmed or replicated. Visual inspection showed no damage or abnormalities on the valve. Functional testing with connection/disconnection with a lab set was performed, as well as pressure testing, and no leaking occurred. The concomitant secondary IV set was not provided by the customer. The root cause of the reported leak could not be determined.